Manufacturer narrative:
The customer¿s report that the male luer broke was confirmed. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection found the male luer collar on the extension set completely broken off near the base of the luer. The collar was returned attached to the proximal smartsite on the concomitant primary set. Further inspection of the damaged component under magnification observed there were no whitish colored scratches or stress markings around the broken off area. Clear liquid was observed throughout the all of the sets. No other anomalies were observed on any of the sets. Functional testing was not performed as the male luer was received damaged. The root cause was not determined.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the male luer broke while in use on a patient. There was no report of patient harm.

Manufacturer narrative:
Additional medwatch information provided.

Event description:
Received a copy of the customer's medsun report from the FDA which states,"tubing dissolved and cracked after use of curos, luer completely detached."